Event description:
Reportedly, during patient use, a battery failure occurred. The patient reportedly died. The cause of the patient's death has not been verified to be related to any device malfunction. No further information was available. The investigation of the device is in progress.

Manufacturer narrative:
(B)(4).